Event description:
The technician alleged the brake casters were not holding. No pt impact.

Manufacturer narrative:
The technician found the front brake caster and the rear brake casters are inoperative. The technician replaced the front brake caster and the rear brake caster to resolve the issue.